Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The customer reported that during a surgical procedure, lint came off of the lap sponge as soon as the sponge was touched with damp gloves. Any visible lint was removed. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.